Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached after 2 days of wear. The customer experienced unspecified symptoms of hypoglycemia, and required treatment of dextrose by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached after 2 days of wear. The customer experienced unspecified symptoms of hypoglycemia and required treatment of dextrose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-over bandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6) to (B)(6) section h4 (device mfg date) has been updated based on the extended investigation.